Event description:
A total of 5 corneal burns occurred. Noted 3 minor corneal burns 2 weeks ago. 1 minor corneal burn and 1 severe burn occurred 9/26. Doctor is only reporting the most severe burn which required sutures.